Manufacturer narrative:
Radiographs confirmed interbody implant subsidence into l4 and l5 vertebral endplates with a protrusion into the spinal canal. It was reported that the patient incurred a fall that caused or contributed to the migration of the device. The device has not been returned and no further investigation can be completed at this time. The root cause of this reported event appears to be related to an impact sustained during activities of daily living. No patient injury was reported. Labeling review: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra, neurological, vascular or visceral injury . . . " "...the patient's activity level will dictate the longevity of the implant." Device has not been received.

Event description:
On (B)(6) 2017 the patient was implanted with an expandable interbody lumbar system at l4-l5. Since this surgery the patient fell causing the implant to shift posteriorly. Revision surgery was performed on (B)(6) 2017 and the patient is doing well. No patient injury was reported.